Event description:
Pt experienced difficulty breathing and sought medical attention at local hospital. Pt hospitalized with pneumonia, respiratory complications 4 days after device procedure date - (B)(6) 2010. Pt outcome is completely recovered - (B)(6) 2011. Investigator's opinion of the event relationship to study device was the adverse event was not related.